Manufacturer narrative:
(B)(4). The device history review for the product 5 mm johans grasper lot #73j1600061 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the johans grasper tip got broken in the patient's body during use. The broken tip was removed from the patient and no health injury was reported. The user also stated that he/she did not apply any additional force to the device during use.

Manufacturer narrative:
Qn#: (B)(4). In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Complaint was confirmed per visual inspection for the sample received. The cause for the issue reported is unknown at this time however, nonconformance has been previously opened and is currently in progress to further investigate the complaint issue and implement the corrective actions.

Event description:
It was reported that the johans grasper tip got broken in the patient's body during use. The broken tip was removed from the patient and no health injury was reported. The user also stated that he/she did not apply any additional force to the device during use.